Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the operating room for a routine device change-out, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced without adverse consequence to the patient.